Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were seen (>2000 ohms) on some of the patient's lead electrode unipolar pairs. The patient was programmed with case to electrode #3 which showed normal impedances. Additional information was requested.